Manufacturer narrative:
Manufacturing site/registration number: (B)(4). Device evaluation could not be performed because the device was discarded by the facility. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the provided information, finding on lot history records review, and referring to known similar events, it was presumed that tensile stress generated with removal had most likely contributed to the reported separation of this guide wire. The applied stress would exceed the product design limit and made the guide wire fracture when the guide wire was being jailed and its movement was restricted likely by the deployed stent. It was concluded that this event was not attributed to product quality. Instructions for use (IFU) states: [warnings] if resistance is felt between this guide wire and the other interventional devices while operating this guide wire in the blood vessel, avoid applying excessive force. When abnormal resistance is felt, remove the entire system from the patient's body and determine the cause. Otherwise, the guide wire may break or be damaged and may cause injury to the blood vessel or leave fragments inside the vessel; [warnings] do not perform stent placement using more than one guide wire or wire operation through stent strut. Otherwise, the stent may be damaged or the guide wire may break or break apart; and, [malfunction and adverse effects] separation of the guide wire.

Event description:
It was reported that an asahi fielder xt-a guide wire became separated during a pci to treat an occlusion in the lad. The guide wire was used to protect the second diagonal branch during stent deployment. After stent implantation, it was found that the guide wire was cracked, and part of the residual guide wire was removed, and some remained. At the time of this report, the patient's condition was stable without adverse patient effect.